Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with an injection of fortum (1 gram, once daily, route not reported) and an injection vancomycin (1 gram, once in 4 days) for peritonitis. At the time of report, the patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.